Event description:
It was reported that the high voltage lead coil was cracked, and that the conductor was separated proximal to the yoke. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: tda002044v no anomalies found; full lead in segments returned. Analysis found the rv cable fractured at the crimp sleeve within the trifurcation and both rv and svc coils distorted. Multiple cuts were also noted on the lead. All anomalies appear to be explant damage.

Manufacturer narrative:
Evaluation summary: full lead in segments returned. Analysis found the rv cable fractured at the crimp sleeve within the trifurcation and both rv and svc coils distorted. Multiple cuts were also noted on the lead. All anomalies appear to be explant damage.